Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter assembly. Upon inspection of the device, it was observed that media was present between the grey canister and the wall of the winged adapter. This is not a normal occurrence in a properly functioning unit and indicates that leakage beyond the septum had occurred. The reported defect was confirmed. Microscopic inspection and dissection of the unit was performed. It was found that the canister had been damaged just below the primary septum allowing for leakage to occur. Based on the location of the damage, the defect can be linked to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using bd nexiva¿ closed IV catheter system, leakage occurred. There was no report of user impact. The following information was provided by the initial reporter: "line inserted, needle withdrawn at which point blood starting coming out of the exit site." Also, the customer added, "the IV was inserted, the inserter reported the blood dripped out of the septum onto the patient, down his arm and onto the sheets. It stopped bleeding (I do not know how long this took) at which point normal saline was run through it as well as IV contrast for a cta."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd nexiva¿ closed IV catheter system, leakage occurred. There was no report of user impact. The following information was provided by the initial reporter: "line inserted, needle withdrawn at which point blood starting coming out of the exit site." Also, the customer added, "the IV was inserted, the inserter reported the blood dripped out of the septum onto the patient, down his arm and onto the sheets. It stopped bleeding (I do not know how long this took) at which point normal saline was run through it as well as IV contrast for a cta."